Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician could not duplicate the problem. Performed owner verfication process and performance check, all passed. All work accomplished per vela service manual rev.f. Ventilator is operational and meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that circuit disconnect occurred during use on a patient that cause patient death and not the ventilator itself on the vela ventilator. The customer reported that the nurse reconnected the circuit and had to call code blue. The patient coded and then passed away.